Event description:
A malfunction alarm identified as malf 15 was reported, but there were no notable events prior to the issue. There was no reported adverse impact to the customer's blood glucose level. The customer was initially unavailable to reset the pump, but successfully reset it themselves before the follow-up call, allowing them to resume insulin therapy and the sensor session successfully.